Manufacturer narrative:
Di not available as product was manufactured on or before sep 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a pulse generator upgrade on (B)(6) 2020. During the post implant check, it was noted that the atrial lead exhibited intermittent capture, lead noise, and subsequently pacing mode switch. The lead also exhibited loss of sensing one day prior to an elevated lead impedance was observed. The lead was then programmed off. The patient's condition remained stable throughout the observation.